Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that while en route to a patient, their device would not complete the boot-up process when attempting to power the device on. The device was not used on the patient. The patient was taken to the hospital and there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to the system pcb assembly. After replacing the system pcb assembly proper device operation was observed through functional and performance testing. The device was returned to the customer for use.